Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed by moving the patient to another room. The philips field service engineer (fse) visited system onsite and confirmed that the that there was an artifact on the whole image. As part of troubleshooting, the fse ran detector built in self-test, which resulted in failure, indicating malfunction with the flat detector. The supplier's part analysis conclusively determined the cause of flat detector failure was due to defective panel replacement (plate defect), power supply board, interface board and fenix board. To resolve the issue, the fse replaced flat detector, after which the system was returned to use in good working condition. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed large artifacts on the screen. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.